Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# 432955.

Event description:
The reporter indicated that on (B)(6) 2023 a vicm5_12.6, -09.0 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and replaced with the back up lens within the same surgery, on (B)(6) 2023. Reportedly, patient eye is "excellent".